Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 17-nov-2023, the patient faced a bent cannula which led to high blood glucose level. Her husband thought that her blood glucose level was low and gave chocolates and called emergency medical services (ems). Therefore, on the same day (17-nov-2023,) she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was 1166 mg/dl and had a broken toe. Moreover, the issue occurred with one infusion used for at least 24 hours and the site location was patient's abdomen. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, she was not released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.